Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient passed away due to cardiac arrest on (B)(6) 2023. Related manufacturer's reference number for the death: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR# 3003306248-2023-01940 and MFR# 3003306248-2023-01941. It was reported that a crunching, whooshing sound was heard from the centrimag followed by an alarm. The pump flow dropped to zero. The flow probe was connected well and the pump was seated well in the motor. The motor and the console were replaced with no issues and the problem resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported cardiac arrest and subsequent patient outcome could not conclusively be determined through this evaluation. The reported event of the centrimag system producing an atypical sound was not confirmed through this evaluation. A log file was retrieved from the returned motor console. F2: flow signal interrupted alarms were captured intermittently on (B)(6) 2023 correlating to fault flags that may indicate a potential communication issue. These alarms temporarily blanked the flow value to read 0 liters per minute until the alarms were cleared. The centrimag blood pump was not returned for evaluation and could not be tested with the returned centrimag motor and console. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. Of note, abbott previously performed a manufacturing analysis to investigate a reported grinding/rattling noise. No product non-conformances were identified and the root cause of the reported event was unable to be conclusively determined. The centrimag blood pump IFU, rev. 09, lists death as an adverse event that may be associated with the centrimag circulatory support system under ¿adverse events¿. IFU warning #9: potential risk to the patient should be evaluated prior to changing a centrimag vad. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled ¿pump setup and operation¿ provides instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the pump on the motor, remove the pump from the inner tray and insert the pump into the motor receptacle. Place the bottom of the pump into the motor receptacle with the outlet port positioned in the large groove. Match the grooves on the periphery of the pump with the fittings on the motor receptacle. Rotate the pump counterclockwise until the pump locks securely into place. Thread the retaining screw clockwise to secure in place. The pump must be fully seated into the receptacle to function properly. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.